Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further info will follow once the analysis has been completed.

Event description:
It was reported that the customer was hospitalized for low blood glucose of 29mg/dl. It was stated that the insulin pump was not functioning properly, and alarmed button error. The customer was not able to clear the alarm. The customer removed the battery and started on manual injections. It was stated that the customer had dinner and gave herself a manual injection. The mother stated that the next day her daughter was unresponsive and she was taken to the hospital. It was stated that the customer was experiencing low blood glucose for the past day. Troubleshooting was performed. Advised the customer to discontinue use of the insulin pump and revert to back up plan. No further info was provided.